Event description:
Terumo corporation received the reported information. The user facility reported that the user partially opened the individual package and attached a syringe. When the package was fully opened, the needle was out of the cap and exposed. A health care professional (hcp) got a needle stick injury from an exposed needle resulting in minor bleeding. The treatment performed is only applying the bandage. With this, the patient achieved normal recovery. The wound was cured, and there are no issues with daily activities. The patient was stable. Additional information was received on 16dec2025: based on the tc evaluation, the actual sample was received without a package. The needle punctured the protector approximately 8.8 mm away from the protector tip. The needle tip was confirmed to be bent. Solution was accumulated at the protector tip.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: 250108f, 250311f, 250422f, 250618f, 250808f. D4: expiration date: 31-dec-2029, 28-feb-2030, 31-mar-2030, 31-may-2030, 31-jul-2030. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: 08-jan-2025, 11-mar-2025, 22-apr-2025, 18-june-2025, 08-aug-2025. The reference photos of the actual sample were received without a package. The protector was found punctured (a), and the needle tip was observed damaged. Traces of liquid substance were observed on the hub flange and inside the protector. The protector appears to have been opened based on the condition of the hub fit mark. Retention samples were visually inspected and confirmed free from protector puncture, bent cannula, and tilted cannula beyond the allowable specification. There was no nonconformity report related to human error during lot production. There are no related nonconformities in the assembled needle lots supplied during production. During the protector loading process, there is a jig pin hold to prevent extra movement of the jig pin, a cannula work hold to secure the cannula, and a protector guide (serves as a cap-feeding guide) to support the protector and keep it from coming into contact with the cannula tip. After loading the protector, it will be pressed into the hub with a uniform force to ensure proper fit. This process features a high protector alarm that detects protruding or misaligned protectors before pressing. The affected jig of the high protector alarm will be inspected for misalignment of the protector and possible bent cannula/protector puncture, and the affected product will be discarded. We perform product confirmation when changes are made in the machine, such as machine start-up, after machine maintenance, after machine adjustment/troubleshooting, after power fluctuation, after validation/sampling, lot change/type change, and after machine cleaning. There is also product inspection after machine trouble, where the check items are protector puncture, tilted cannula, and bent cannula, as applicable. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities of the assembled products, such as protector puncture. Before shipment, we have outgoing inspections to check the assembly condition of the product. The protector is manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. Our supplied protector has undergone incoming inspection, which includes visual inspection, dimensional inspection, and verification of the supplier's certificate. From the previous two fiscal years to the present, we have received a total of 18 complaints for the same issue. Based on the investigation, 7 out of 18 complaints resulted in needlestick injuries, most of which occurred during usage. The complaint was confirmed based on the reference photos of the actual sample. The protector was evidently punctured, the needle tip showed damage, and traces of a liquid substance were found on the actual sample. It is most likely that the needle scraped and punctured the protector during usage. Our product standard has an allowable tilting of the needle, but this will not cause the needle to puncture the protector. Moreover, the needle was assembled using an automated machine with uniform protector pressing force and has a high protector alarm that detects protruding or misaligned protectors, which could result in a bent needle or protector puncture. The needle can pass through the protector. Therefore, recapping the product is not recommended. The retention samples passed the visual test, and a review of the product's lot history file revealed no related issues that were encountered during the production of the reported lots. Our needle machine runs under validated and routinely checked parameters. We perform a series of inspections from the needle assembly process to the outgoing process to ensure that the assembled needles are in good condition before shipment. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.